Event description:
It was reported that a stent had broken. A percutaneous coronary intervention was being performed. The 2.50 x 28 synergy ii drug-eluting stent did not cross the target lesion. When the physician attempted to pull it back, the shaft broke. The device was removed from the patient and another of the same device was used to complete the procedure without further issue and there was no patient harm encountered.

Manufacturer narrative:
Device is a combination product. Device returned to manufacturer: a visual examination of the stent found that the stent was damaged on the proximal section with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter measured and the result was 0.0370, this is within maximum crimped stent profile measurement as per document # (B)(4) (specification 0.047). Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of damage on the distal section of the tip. Tip damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a stent had broken. A percutaneous coronary intervention was being performed. The 2.50 x 28 synergy ii drug-eluting stent did not cross the target lesion. When the physician attempted to pull it back, the shaft broke. The device was removed from the patient and another of the same device was used to complete the procedure without further issue and there was no patient harm encountered.